Event description:
It was reported that the pump had been dry for approximately 9 days due to the patient missing a refill. No patient symptoms were reported. The reporter believed that there was likely an underlying catheter problem due to the patient's reported dose. The pump was used to deliver dilaudid 60mg/day. Device troubleshooting was being considered. Additional information has been requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).